Manufacturer narrative:
Upon receipt, the device could not be interrogated, confirming the clinical observation. Therefore, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis, it was found that the fuse separating the battery from the electronic module had blown. Several other electric components had been damaged as well. As a result of the damages, the device could not be interrogated properly. The damages clearly indicate a high current condition and allow conclusions to be drawn on invasive external influences such as the reported cardioversion, which led to the clinical observation. In general, the ICD is protected against the high voltage discharge during an external defibrillation, but depending on the position of the external defibrillation electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. In a next step, the manufacturing process of the device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Event description:
It was reported that it was not possible to interrogate the device after a cardioversion.